Manufacturer narrative:
The returned valve was patent and met the requirements for leak testing. The valve was returned at pl 1.5 and was not adjustable; therefore reflux, pressure-flow and pre-implantation testing are precluded. There was proteinaceous debris noted within the interior and exterior of the valve. Debris within the valve may interfere with the adjustment mechanism resulting in difficulty adjusting the valve. The instructions for use that accompany the device caution that ¿shunt obstruction may occur in any of the components of the shunt system. The system may become occluded internally due to tissue fragments, blood clots, tumor cell aggregates, bacterial colonization or other debris¿. All valves are 100% tested at the time of manufacture. Only the lumbar catheter was returned. The catheter was patent, however the returned catheter did not meet the requirements for leak testing because it was returned in three pieces, one measuring 3 cm, one piece measuring 2 cm, and one measuring 25 cm, a total of 30 cm. It is unknown how or when this damage occurred. All of the edges were jagged. The instructions for use (IFU) that accompany the device caution that ¿low tear strength is a characteristic of most unreinforced silicone elastomer materials. Care must be taken with the handling and placement of the silicone elastomer catheter tubing to avoid cuts, nicks or tears.¿ all catheters are 100% inspected at the time of manufacture. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient underwent shunt reconstructive surgery. The lumbar catheter was looped in the spinal column and was causing a decrease in the effectiveness of the shunt. A replacement was conducted replaced and the physician requested an investigation to determine of the valve had an anomaly. A partial explant was noted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that both the lumbar catheter and valve were explanted. This is what partial explant referred to. The cause of the catheter becoming looped in the spinal column is unknown.